Manufacturer narrative:
Terumo did not received the actual device for investigation; the exact root cause could not be determined. Review of the DHR confirmed there was no production related problems. Based on the description of the complaint, terumo concludes that it is highly likely the device was damaged post production. (B)(4)

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the stop clock on the manifold was cracked. There was no patient involvement as this occurred during setup. Product was changed out. Surgery was successful.